Event description:
It was reported while inspecting items in stock, the packages inner pouch seemed to be torn. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product is in process of being returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 the reported event is confirmed. Sterility has not been compromised. Evaluation of the returned products confirmed damage to the sterile packaging pouch, outer sterile barriers are intact. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.